Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 86.1 cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for an atrioventricular node ablation procedure. Upon interrogation, the left ventricular (lv) lead exhibited loss of capture and fluoroscopy showed that the lv lead was dislodged. The lead was explanted, but not replaced. The physician decided to monitor the patient. The patient was in stable condition.